Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was only partially visible. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.

Manufacturer narrative:
The insulin pump received with missing segments/clear horizontal lines on lcd due to cracked zebra connector on lcd board. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.